Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the towels in the packs are leaving fibers and the fibers are ending up in the patient's eye. This has occurred in an unknown number of surgical cases. Upon follow up, the customer could not verify if there were any cases of fibers retained in the patients' eyes postoperatively. It is unknown if there was any patient harm. Additional follow up information was requested, however, no updates have been received. There is no product sample available for this report as per the reporter.